Event description:
A physician reported a codman perforator (ID 261221) disassembled when detaching the device from the drill after making burr holes. The procedure performed was brain tumor removal and physician confirmed that there¿s no remaining of the device in patient¿s body. The drill used with the perforator is elan4 and there were 3 burr holes made by the device. According to information provided, it is unknown if the drill is electric or pneumatic. It is unknown if an x-ray was taken to assure no parts left in patient. It is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a.